Manufacturer narrative:
B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was reported as "hospitalization time". It was reported that the patient was hospitalized for an unrelated indication and experienced peritonitis thirteen days after hospitalization. The patient was treated with intravenous meropenem and vancomycin (doses, duration and frequencies not reported). Pd therapy was ongoing. The same month as onset of the peritonitis, the patient recovered from the event. Additional information is not available.